Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, (B)(4).

Event description:
It was reported that following a spinal cord stimulator trial procedure, after the leads were removed, the patient had dura puncture. It was also noted that the patient experienced nausea and vomiting. The patient was advised by the physician to remain flat and there were medications and blood patch received. The patient was reportedly doing well and the patients explanted leads were discarded at the facility.